Event description:
It was reported that during a moderately tortuous, heavily calcified, mid, right coronary artery stenting procedure, a xience v (3.0 x 18 mm) stent was implanted and a dissection occurred on the proximal part of the lesion covered by the xience v (3.0 x 18 mm) stent. Another xience v (3.0 x 12 mm) stent was used to treat the dissection successfully and the xience v (3.0 x 12 mm) stent was post-dilated with a voyager nc balloon. There was no adverse patient sequela and was no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: guide wire: balance middleweight; guide cath: ebu 3.5 medtronic. It is indicated that the device is not returning for evaluation; however, there were no reported product deficiencies. Dissection is listed in the xience v everolimus eluting coronary stent system instructions for as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.